Event description:
One (1) week before pump refills, the pump "wouldn't pick up the last bit of medication in the pump" causing the patient to go through withdrawal twice. The patient's symptoms were reported to be vomiting, shaking, and diarrhea. The pump and catheter were explanted "due to pump malfunctioning twice and causing patient to go into withdrawal". Following the explant, the patient had a csf leak due to the "hole in spinal column"; it would not close using a blood patch. The patient saw a spinal surgeon. The patient spent two weeks in the hospital on bed rest in order to resolve the leaking; the leakage was noted to be a clear/pinkish color.

Manufacturer narrative:
(B) (4).